Manufacturer narrative:
The additional device listed in this event is a v40 cocr lfit head, 36mm/-5, cat # 6260-9-036, lot # 19506101. It cannot be determined if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available because they were sent to the hospital's pathology department. Additional information has been requested and if received, will be provided in the supplemental report. Device not available.

Event description:
Patient has a total hip we cannot find original surgery date on. The surgeon believes it to be 8 years out and has now become infected. Implants were removed and a antibiotic spacer was inserted.

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient has a total hip we cannot find original surgery date on. The surgeon believes it to be 8 years out and has now become infected. Implants were removed and a antibiotic spacer was inserted.